Event description:
Case description: investigational results: name: novopen echo, batch number: lvg5p01-1. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm: if the pressure inside the cartridge is higher than its surroundings insulin may leak through the needle when it is mounted to the pen. Eg., this could happen if the pen with an attached cartridge was stored in a refrigerator prior to use. During examination of the product, no irregularities related to the complaint were detected. Name: tresiba flex touch. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission the case has been updated with the following: -investigation results were updated. -b,c,d,g codes were updated. -malfuntion was updated to no for tresiba flextouch. -narrative updated accoringly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Final manufacturer's comment: 12-jan-2024: the suspected device novopen echo has been returned to novo nordisk for evaluation. Upon investigation, device was found to be functioning normally, as per the specifications. During examination of the product, no irregularities related to the complaint were detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen echo and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. H3 continued: evaluation summary: name: novopen echo, batch number: lvg5p01-1. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. Confirm: if the pressure inside the cartridge is higher than its surroundings insulin may leak through the needle when it is mounted to the pen. Eg., this could happen if the pen with an attached cartridge was stored in a refrigerator prior to use. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycemia - (37 mg/dl) [hypoglycaemia] pen was leaking [device leakage] uses a needle to remove the medication [wrong technique in product usage process] case description: study ID: (B)(6) study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. The patient's height, weight and body mass index were not reported. This serious solicited report from brazil was reported by a consumer as "hypoglycemia - (37 mg/dl)(hypoglycemia)" beginning on 2023 , "pen was leaking(device leakage)" with an unspecified onset date , "uses a needle to remove the medication(inappropriate drug extraction with syringe)" with an unspecified onset date and concerned a 37 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date and ongoing for "type 1 diabetes mellitus", tresiba flextouch u100 (insulin degludec 100 iu/ml) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", current condition: type 1 diabetes mellitus (duration not reported) on an unknown date at the end of feb-2023, patient started using novopen echo on an unknown date (about a month ago), the patient reported that the pen was leaking, due to continuous dripping of the medicine, and as a result, a lot of medication was lost. It was also reported that as soon as the patient puts needle the pen started dripping continuously and only stopped when the needle was removed. On an unspecified date in 2023 (began about a month ago), the patient experienced hypoglycemia and the blood glucose (blood glucose) value was 37 mg/dl, was related to novopen echo. For the treatment of hypoglycemia patient drank sugar water. On medical advice, patient used a needle to remove the medication, as the use of the faulty device was causing episodes of hypoglycemia. It was reported that the patient changes the needle after each application, stores it without a needle attached and discards the needle as soon as use was completed. There was no dropping, the device was not wet or refrigerated, and there was no freezing. Authorized product was exchanged. Batch numbers: novopen echo: lvg5p01-1; tresiba flextouch u100: requested novorapid penfill: requested action taken to novopen echo was reported as no change. Action taken to tresiba flextouch u100 was reported as no change. Action taken to novorapid penfill was reported as no change. The outcome for the event "hypoglycemia - (37 mg/dl)(hypoglycemia)" was recovered. The outcome for the event "pen was leaking(device leakage)" was not reported. The outcome for the event "uses a needle to remove the medication(inappropriate drug extraction with syringe)" was not reported. Reporter's causality (novopen echo) - hypoglycemia - (37 mg/dl)(hypoglycemia) : possible pen was leaking(device leakage) : unknown uses a needle to remove the medication(inappropriate drug extraction with syringe) : unknown company's causality (novopen echo) - hypoglycemia - (37 mg/dl)(hypoglycemia) : possible pen was leaking(device leakage) : possible uses a needle to remove the medication(inappropriate drug extraction with syringe) : possible reporter's causality (tresiba flextouch u100) - hypoglycemia - (37 mg/dl)(hypoglycemia) : unknown pen was leaking(device leakage) : unknown uses a needle to remove the medication(inappropriate drug extraction with syringe) : unknown company's causality (tresiba flextouch u100) - hypoglycemia - (37 mg/dl)(hypoglycemia) : possible pen was leaking(device leakage) : possible uses a needle to remove the medication(inappropriate drug extraction with syringe) : possible reporter's causality (novorapid penfill) - hypoglycemia - (37 mg/dl)(hypoglycemia) : unknown pen was leaking(device leakage) : unknown uses a needle to remove the medication(inappropriate drug extraction with syringe) : unknown company's causality (novorapid penfill) - hypoglycemia - (37 mg/dl)(hypoglycemia) : possible pen was leaking(device leakage) : possible uses a needle to remove the medication(inappropriate drug extraction with syringe) : possible references included: reference type: e2b company number reference ID#: (B)(4).